Event description:
Pt was revised due to complaints of knee pain. Loosening of the patella and poly wear of the insert were found intraoperatively.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records and complaint history was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. It would not be unreasonable to expect some wear after approx 18 years of implantation. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.